Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 6 was clicking multiple times when pressed to open. The connectors were tightened, but the issue persisted. A field service engineer (fse) replaced the latch, tested multiple times in hardware test application, rebooted, and recovered the failed storage space door. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, there was a door failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.